Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, adjusting of the safety valve membrane solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Improper functionality of the device can be a result of improper service or a lack of inspection. Only qualified technician are allowed to perform installation and service of the device. It is important to check that the safety valve membrane is clean and correctly seated in the inspiratory pipe to avoid leakage. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms such as high/low respiratory rate, peep low, inspiratory flow overrange or expiratory minute volume low indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator had a leakage.there was no patient harm.manufacturer's ref #: (B)(4).